Event description:
It was reported during a mediastinoscopy and upper lobectomy while using the tx30v the device was fired on lung tissue. The device was reloaded with the xr30b, xr30g, and the xr30v and when the surgeon attempted to fire these reloads none of them functioned properly. No further details are available. At this time the surgeon decided to hand suture the lung tissue. There was no consequence to the pt.